Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for right ventricular lead revision on (B)(6) 2019 because the lead exhibited noise prior. Upon pre-operative interrogation, the lead exhibited noise and intermittent loss of ventricular capture. The lead was believed to have failed and was capped and replaced on (B)(6) 2019. There were no symptomatic events with the patient.